Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd pen ndl 31ga 8mm, the device experienced the cannula breaking off and pulling out. The following information was provided by the initial reporter. The customer stated: the customer (animal clinic) reported that the needle npe was bent. Additional information received 11-15-2021, reveals a broken needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-02. H6: investigation summary: one open 31g x 8 mm pen needle sample and one photo was returned from an unknown lot. No., cat. No. 320102. Visual examination was carried out on the returned sample and photo and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported when using the bd pen ndl 31ga 8mm, the device experienced the cannula breaking off and pulling out. The following information was provided by the initial reporter. The customer stated: the customer (animal clinic) reported that the needle npe was bent. Additional information received 11-15-2021, reveals a broken needle.